Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. Single-use device: unknown. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Patient participated in a (B)(4) study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All patients received posterior fixation with either uss or click'x systems. Preoperative diagnosis was spondylolisthesis, pars defect. Patient was implanted with click-x for supplemental fixation. Patient had been experiencing pain for 6 months. Surgery date was on (B)(6) 2002 and postoperatively patient experienced dural tear, requiring repair during surgery. Complaint # 11 of 14. This complaint is on the screw head.